Manufacturer narrative:
Pump powered up properly after battery installation. Pump was received with operating currents within spec. Pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. Pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Pump was received with scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display and button error alarm. The blood glucose at the time of the incident was 155 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.